Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). A 3.00x38mm promus element long drug eluting stent was advanced and deployed to treat the lesion. However, following stent deployment, proximal edge dissection was observed. A 3x16mm taxus liberte drug eluting stent was deployed overlapping the proximal end of the previously deployed 3.00x38mm promus element long drug eluting stent. The procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.